Manufacturer narrative:
The manufacturer previously reported information in reference to a vent service required. There was no patient harm or injury reported with this notification. During the evaluation of the device at the third-party service center, it was revealed that due to heavy contamination, the following parts have to be replaced: blower assembly, machine flow sensor, blower chassis plate, power bellow, one of the in-line filters prox., the in-line filter, tubing - blower chassis, main housing, f2 receptacle, rear housing, outlet side panel, handle/retention plate and muffler assembly. Due to physical damage, the internal battery door has to be replaced. Based on the pm assessments, the aecm valve and proportional valve have to be replaced. Air foam inlet filter will be replaced due to preventive maintenance.

Event description:
The manufacturer received information in reference to a vent service required. There was no patient harm or injury reported with this notification. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.